Event description:
The following has been reported: biomed reported: "cannot get the pin to come out. Tried cleaning and had not luck. Second one down from the rig. Patient harm: no". A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to a sticky av pin. During internal inspection it was found that the lip seals and their channels were dirty with built up debri. The seals/channels were cleaned with alcohol but will be removed and replaced in repair. Additionally, it was found that the retaining plate has a crack in it and will also be removed and replaced. After all repairs are made the pump will be sent to the test line for full functional testing.